Event description:
It was reported that prior to an unspecified procedure, stent damage occurred. Upon preparation of the percuflex plus ureteral stent, it was noted that stent contained a "tear on the pigtail". The device was not used during the procedure. Another of the same device was used to complete the procedure.